Event description:
It was reported that during a dental implant procedure, the console with integral irrigation pump would not recognize handpieces. This was noticed during a dental implant procedure while smoothing bone. The procedure was completed by hand. This caused a 30 minute delay. No adverse event was reported.

Manufacturer narrative:
Add'l info will be submitted once the quality investigation is completed.